Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her side. There was no alleged device malfunction contributing to the irritation. The patient advised the skin irritation was treated with cortisone cream while she was in the hospital. There is no indicated that the patient went to the hospital because of the skin irritation. Follow up indicated that the skin irritation has improved.